Manufacturer narrative:
The reported complaint of a damaged head restraint wires was confirmed during a visual inspection of the returned autopulse platform (sn (B)(4). To remedy the issue, the top cover was replaced. The probable root cause for the reported complaint was likely due to mishandling. Upon visual inspection, noticed one head restraint wire was intentionally cut, as indicated by a clean even cut. Missing head restraints do not render the autopulse platform non-functional. In addition, unrelated to the reported complaint noticed damaged front enclosure. The root cause for the observed physical damages was likely attributed to mishandling. Also, unrelated to the reported complaint, during visual inspection noticed a sticky clutch. The clutch plate was deburred to address the sticky clutch problem. The cause for the observed sticky clutch problem was due to normal wear and tear. The autopulse platform passed the initial functional testing without any fault or error. Unable to download device data from the archive due to the defective processor board, as a result of normal wear and tear of the platform. To remedy the issue, the defective processor board was replaced. The autopulse platform was manufactured in april 2009 and is more than 11 years old, past the expected service life of 5 years. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
During the investigation of autopulse platform (sn (B)(4) on (B)(6) 2020, unable to download device data from the archive due to the defective processor board.